Manufacturer narrative:
The pump was received with a fully black screen due to a faulty component on the interface board. No constant audio beep anomaly noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the insulin pump gave out a loud pitch noise and a constant beep. Buttons were unresponsive, no alarm on the screen. The device would count down on the screen after the customer had removed and reinserted the battery. Customer's blood glucose was 112 mg/dl. Customer was advised to remove the battery for five minutes. Constant tone disappeared but the device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.